Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument had one side of the jaw cracked off. Isi followed up with the initial reporter and obtained the following additional information: the damage was identified after it went through the washer and being packed to be processed by the spd staff. The instrument was inspected prior to assembly the tray and was damage was noticed at that point.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm force bipolar instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken grip at the grip tip. A piece approximately 0.2395" x 0.1850" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.